Event description:
Additional information received reported that on the morning on (B)(6) 2014 a revision was performed and upon opening the incision it was confirmed that the device was face down in the pocket. The device was reoriented to face upward and was tested for communication. While in the recovery room and through the patient¿s dressing they were able to couple with the device and had achieved between 4 and 6 coupling boxes. The matter was closed.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0jfw2, implanted: (B)(6) 2014, product type lead; product ID 37651, serial # (B)(4), product type recharger.

Event description:
It was reported that the patient was not getting any coupling bars. The patient had the recharger placed on the device and it was not through clothing. An antenna locate was performed and ranged from 16-18 and 32-34. At 34 was only getting 2 coupling bars. Thirty four (34) was the highest they could obtain. It was later reported that the patient could not communicate using his patient programmer and could only get 2 coupling boxes when recharging. An x-ray was taken. Additional information received reported that they reasonably thought that the device was placed with the coupling surface against the chest wall. The plan was to open the pocket and check the device to make sure it was facing forward. The patient was going to have a revision but the date had not been set.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0jfw2, implanted: (B)(6) 2014, product type lead; product ID 37651, serial # (B)(4), product type recharger. (B)(4).